Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). H3: device evaluated by manufacturer: change ¿no' to 'yes'. One (1) imp,tsv,4.1mm,sbm,11.5 (tsv4b11) was returned for investigation. Visual evaluation of the as returned product identified the device fractured at the collar. Implant was noted as severely damaged, possible from the removal process.functional testing to recreate the reported event could not be performed due to the nature of the device & event. (Fracture). Pre-existing condition noted on the per was unknown bone density. The reported device was located on tooth 46 (fdi) and was used for approximately 7 years 3 months. The customer did not provide any pictures or x-rays. DHR review was completed for the subject lot number (62007154). It was confirmed that all operations and inspections were executed as per applicable procedures. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa.complaint history review was completed for the subject lot number (62007154) and no other complaints about nonconforming products were identified.july post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Email address unknown / not provided.

Event description:
It was reported implant removed due to fracture.